Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator upgrade, externalized conductors were observed under fluoroscopy. The lead remains implanted. There were no adverse consequences to the patient.